Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported there were removal difficulties via (B)(4). A 2.1 mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery(sfa). After multiple passes with the catheter, it could not be removed from the body. An attempt to push the button on the device to activate rex mode was made however, it would not activate. The physician attempted to pull on the catheter and could not get it back into the sheath. The whole sheath was then pulled back however, the catheter still could not be removed. The catheter and wire were not stuck together. It was noted that the catheter got caught in the sheath. However, finally, the physician had to pull the wire, sheath and catheter out together. They were unable to complete the procedure because they had lost access and had to abort the case. There were no patient complications and the patient condition was fine.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of a jetstream xc-2.1 atherectomy catheter severed in multiple areas. The shaft was completely severed from the pod. The shaft was stuck inside of the terumo sheath. The shaft was pulled with some force and the shaft did exit the sheath. It was noticed that the shaft showed multiple areas of buckling and outer sheath/infusion line damage. There were multiple areas of damage on the shaft that may have caused the device to stick inside of the sheath. Buckling is usually caused by the device being pushed, pulled and torqued in the introducer sheath during the procedure. The pod showed that the baton and all the electrical connections were severed and not returned. The sheath that was returned with the device was a 6fr terumo which the jetstream device is compatible, no compatibility issue was confirmed. It was considered likely that the severed shaft and baton with electrical connections were attributable to handling of the device. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. Bsc ID (B)(4).

Event description:
It was reported there were removal difficulties via medwatch# (B)(4). A 2.1mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery(sfa). After multiple passes with the catheter, it could not be removed from the body. An attempt to push the button on the device to activate rex mode was made however, it would not activate. The physician attempted to pull on the catheter and could not get it back into the sheath. The whole sheath was then pulled back however, the catheter still could not be removed. The catheter and wire were not stuck together. It was noted that the catheter got caught in the sheath. However, finally, the physician had to pull the wire, sheath and catheter out together. They were unable to complete the procedure because they had lost access and had to abort the case. There were no patient complications and the patient condition was fine.